Event description:
A hospital official called on behalf of a patient and reported blood glucose results of "6.5 mmol/l" with a lifescan meter and "5.5 and 5.3 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter is being replaced.